Event description:
Same case as MFR ID # 2134265-2011-03551. It was reported that during a percutaneous transluminal coronary angioplasty two stent dislodgements occurred. The target lesion was located in the right coronary artery (rca). The 2.5x28mm ion stent was advanced to the rca but was unable to cross a previously placed stent. The physician attempted to pull back the stent delivery system (sds) and noticed that the stent had moved on the balloon. The physician removed the sds with the guidewire, and the stent dislodged in the sheath. The sheath was removed from the patient and the stent was recovered from the sheath. The 4.0x8mm ion stent was advanced to the rca and the stent dislodged prior to deployment. The physician located the and crushed the embolized stent with a promus stent in the posterior descending artery (pda). Procedure was completed with a promus stent. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty two stent dislodgements occurred. The target lesion was located in the right coronary artery (rca). The 2.5x28mm ion stent was advanced to the rca but was unable to cross a previously placed stent. The physician attempted to pull back the stent delivery system (sds) and noticed that the stent had moved on the balloon. The physician removed the sds with the guidewire, and the stent dislodged in the sheath. The sheath was removed from the patient and the stent was recovered from the sheath. The 4.0x8mm ion stent was advanced to the rca and the stent dislodged prior to deployment. The physician located the and crushed the embolized stent with a promus stent in the posterior descending artery (pda). Procedure was completed with a promus stent. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - received product consisted of an empty taxus element/ion monorail shelf carton that had been previously opened and a patient card. The complaint device was not received for analysis. The batch number on the shelf carton matched the reported batch for this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).